Event description:
It was reported that following a pre-placement angiogram a 6f angio-seal sts was deployed followed by immediate hemostasis. Three hours post-deployment, while the pt was recovering in ccu, a developing hematoma was noted. A femostop was applied to control the bleeding, however surgical intervention was required to evacuate the hematoma. During subsequent contact with the pt it was reported that the pt experienced fever and chills that was determined to be unrelated to the angio-seal device or the subsequent surgery. The pt was reported to be recovering.